Event description:
During device preparation procedure, it was noted that the pacemaker was found in backup mode. The pacemaker was not used. There was no patient involved.

Manufacturer narrative:
Reported event of unexpected mode switch was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed and reproduced backup during cold temperature exposure. This is consistent with a cold temperature sensitivity on an integrated circuit. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.